Manufacturer narrative:
After battery installation the pump counted up to seven (7) and gave an unexpected blank display, problem isolated to the motherboard. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests or verify prime/fill anomaly due to blank display.

Event description:
Customer reported via phone call that they could not prime the insulin pump. Customer blood glucose level was 118 mg/dl. Customer also stated that the insulin was squirting out during the manual prime process. The device will be returned for analysis.